Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative tried multiple times by re-booting and disconnecting the emitter from the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed "localizer faulted" and wouldn't recognize the instruments. The site was able to complete the procedure, but navigation was aborted and there was a 5-minute delay to the procedure. There was no impact on patient outcome.